Event description:
It was reported that during an unknown procedure, the surgeon used the device was used to cut the bowel, the device could not be fired after the reload unit was changed. The surgeon changed to a new device to continue the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4): pinion axle. The analysis results found that one (B)(4). The device was returned with the firing mechanism damaged and with no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the left shroud pinion axle support was found damaged. While no conclusion could be reach what cause the firing mechanism to fail, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge. When either or both of these scenarios occur the components in the firing mechanism can be damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, (B)(4). No conclusion could be reached as to what may have caused the reported incident, as there was no reload returned for analysis.